Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(6) was burned, unable to boot. The analyzer was returned to flextronics, singapore for repair. There was no external damage to the analyzer, nor evidence of burn on the exterior. During analysis the capacitor c26 was found burnt. On 17-sep-2023 apoc became aware the customer experienced visual smoke coming from the analyzer. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, using I-stat rechargeable batteries at the time of the event. Therefore, the analyzer is unlikely to become hot to touch, failing safe. The was repaired and returned to the customer. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 20-sep-2023. On 17-sept-2023, regional customer service manger, china emailed tss. Business partner reported that smoke was observed coming from the inside of the analyzer. Analyzer s/n (B)(6) was returned because it would not activate with an I-stat rechargeable battery, and it emitted smoke as later reported on 17-sep-2023. Failure analysis determined that the cause of the complaint was the failure of a 100f tantalum capacitor (apoc p/n: 013827-01 01) c26 on the main board of the analyzer, between the primary battery and ground. The capacitor had failed such that it created a short circuit between the battery and ground; current flowing through the shorted capacitor caused heat damage, which gave the capacitor a burned appearance. There is no reason to suspect that the failed capacitor while using a rechargeable battery is likey to become hot to the touch, nor cause or contribute to a death or serious injury. The product failed safe.